Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported left side breast pain, nipple paresthesia, wrinkling which were not device related. Patient's spouse reported on behalf on patient left side rupture, pain, and textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported left side rupture per MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as fold flaw opening wrinkling-ndr: unable to observe as it is a medical event not related to the device anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Nipple sensation increase/decrease-ndr: unable to observe as it is a medical event not related to the device capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted

Event description:
Left side: breast pain, nipple paresthesia, wrinkling follow up findings: no device relation. Patient's spouse reported on behalf on patient left side rupture, pain and textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.